Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR. Report # 1627487-2011-00208 and 1627487-2011-00209. The pt received her scs system on (B)(6) 2010 consisting of an ipg, a percutaneous lead placed in the occipital region (off-label location) and a surgical lead placed in the cervical area. It was reported that she was recently struck. It is uncertain if the impact occurred at the ipg or lead site. In addition, the pt alleges that her stimulation is at times increasing without prompting. A diagnostic test revealed invalid impedance readings for two lead contacts. Reprogramming was performed using the functioning electrodes. X-rays of the pt's scs system were also taken; however, no visible anomalies were observed. There are no immediate plans for surgical intervention as the pt's situation will continued to be monitored with the new programs she was issued.